Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A technical support specialist remoted into the machine, logged off the device, and accessed the control panel to open device manager, updated the keyboard driver and then rebooted the machine, sent an email to the customer requesting verification from their end, and the customer responded confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard keys were not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.